Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy drug-eluting stent was selected for use. However, it was noted that the proximal part of the catheter broke. The device was completely removed and no patient complications were reported.